Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported intermittent out of range signal. A receiver (sn (B)(4); mfg date: 10/27/2012) was also returned for evaluation and there was no problem found.

Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.